Event description:
During preventive maintenance and rail repairs being performed for amico ceiling lifts in an ICU room, weight testing was completed. During this testing, the weight cart was lifted by the ceiling lift motor and when the motor was brought on the rail from the room to connect with the restroom rail. The rails from patient room to restroom aligned until the weight cart was brought about 12 inches of the connection, when the rail shifted and would not align with the rail in the restroom. The manufacturer was present to ensure preventive maintenance and repairs were performed correctly. The ceiling lifts were installed 2 years ago and had passed this testing in the past.